Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is alleging harm caused by the device, however the nature of the harm is unknown at this time.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. Review of the compatibility matrix identified that all the components are compatible. These devices are used for treatment. The investigation could not verify or identify any evidence of product contribution to the reported problem. A definitive root cause cannot be determined with the information provided. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. These devices are used for treatment.